Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, 70 % stenosed lesion located in the distal right coronary artery. The vessel was dilated with a non-compliant balloon. The 3.5x12mm xience proa stent delivery system was advanced, but failed to cross through the stenosis. The stent got stock on the calcification and was pushed a bit off the balloon, but did not completely dislodge. It was carefully pulled back into the catheter and the entire system; stent, catheter and introducer were removed as a single unit. There was no reported adverse patient effect and no clinically significant delay in the procedure. A new access was made and the stenosis was successfully treated with a different 3.5x12mm xience proa to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Additionally, there were bent, stretched, mangled and flared struts at the proximal end of the stent implant a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and 70% stenosed lesion causing the reported failure to advance, subsequent stent dislodgement and noted damage to the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa is currently not commercially available in the us; however, it is similar to a device sold in the us.